Event description:
Per sales rep, the surgeon was inserting the screw into the plate on the mandible and the screw head sheared off. The surgeon had to take the plate off and reattach it in another area of the fracture.

Manufacturer narrative:
Investigation in process, but not yet complete.